Event description:
This device was attempted but not implanted because it could not be interrogated after dft testing was performed. The patient had a previous ICD which could not be interrogated after a shock was delivered. The chronic rv lead was tested through the psa prior to connecting it to this device and all measurements were within normal ranges. Dft testing was performed and failed to rescue the patient twice. The patient was externally rescued both times. After dft testing, the rv lead shock impedance was greater than 150 ohms. The physician suspects an issue with the rv lead and will refer the patient for an rv lead extraction at a future date. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt the device could not be interrogated. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electrical module, the analysis revealed that the fuse separating the battery from the electronic module as well as the output stages of the high voltage circuit had been damaged. Due to this damage of the electronic module, the device could not be interrogated properly. The battery voltage amounted to 3.15v, demonstrating that the battery was not depleted. Based on the damage symptoms of the electronic module, the ICD was damaged due to a shock delivery of the ICD into an external short circuit. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be flawless. There was no indication of a material or manufacturing problem.